Manufacturer narrative:
Updated sections: g4,g7,h2,h3,h6,h10. H6 correction: device codes changed to "electrical issue" internal complaint number: (B)(4). Specific actions for the analyzed failure "material twisted/bent; wire" and "peeled jaw" is being maintained and documented under maquet's failure investigation report (fir) system. The device was returned to the factory on 01/20/2020. An investigation was conducted on 02/20/2020. Signs of clinical use and no evidence of blood was observed. The clear silicone insulation on the cold jaw near the base of the jaw was observed to be peeled, exposing the metal portion of the jaw. The detached silicone was not returned for evaluation. The heater wire was observed to be slightly flexed away at the center of the hot jaw but remained attached at the base and tip of the hot jaw. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter and reference power supply vh-3010 at level 3.0. The device did turn on and an audible sound was heard when activating the toggle. The device passed the pre-cautery test; it did produced visible steam and heat during ten (10) 3-second activations. The device was tested for the safety shut down system as the device would turn on, and produced visible steam. A temperature and resistance test was conducted to evaluate the device function the resistance value was measured at .69 ohms which is within specification. The device passed the temperature measurements test. The displayed temperature increased and turned green within the 2 second specified timeframe. The displayed temperature decreased once the toggle swivel was released. Based on the return condition of the device, the reported failure, ¿electrical issue" is not confirmed but was confirmed for the analyzed failures "material twisted/bent; wire" and "peeled jaw".

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 wand would intermittently deliver energy to the tissue. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 wand would intermittently deliver energy to the tissue. A replacement device was used to complete the procedure. The hospital did not report any patient effects.